Event description:
It was reported that approximately 15 months post-operatively, a patient presented with symptoms of pseudoarthrosis. A revision surgery has been scheduled. No further information has been reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.